Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states the pump is alerting continuously for no reason. Customer's current blood glucose level is 6.0 mmol/dl. Troubleshooting checked history and found missed alarms and assisted turning them off. No further information was provided.